Event description:
It was reported that the patient underwent a spinal fusion procedure at l1-l3 using posterior fixation via anterior approach. Because the l1 screw came off, the revision surgery was performed approximately 7 days post op to add fusion at t12-l3 using posterior fixation. No any complication was reported after the revision surgery.

Manufacturer narrative:
(B)(4): the catalog and lot of the suspect device was not identified, therefore the manufacturer cannot determine the suspect device. The pedicle screws that were used are catalog #g7643635, lot h09d4924, expiration date 04/28/2017; catalog #g7643640, lot h08k8968, expiration date 11/14/2016; catalog #g7643640, lot h09b1781, expiration date 02/14/2017. This part is not approved for use in the united states; however a like device catalog # 7643635 and 7643640, 510k # k040583 was cleared in the united states. The manufacture date for lot 7643635 is 05/16/2008; the manufacture date for lot h09d4924 is 05/04/2009; the manufacture date for lot h08k8968 is 11/14/2008; the manufacture date for lot h09b1781 is 02/23/2009. Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. Therefore we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Additional information: device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.